Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose and insulin pump was not working. The blood glucose was unknown at the time of the incident. The customer treated high blood glucose with bolus. Customer had cancer and we got rid of tumor and lungs not blocked and legs have left one have blocked and no blood getting through it at all. At night the blood glucose was 775 mg/dl and then lowered to 750 mg/dl and then 725 mg/dl and now it was 200 mg/dl or over. The insulin pump will not be returned for analysis.